Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 20:17:30. During night drain cycle four, the patient's ultrafiltration reading was 1824ml, indicating the home patient (hp) drained 1524ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event found during evaluation of (B)(4). Review of the event log found evidence of the iipv event. The cause was use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.